Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the paramedics were called and the customer was taken to the emergency room (ER) due to a low blood glucose level of 35 mg/dl. The paramedics gave the customer glucose gel to address bg level. Additional treatment was not received while in the ER. Customer was released from the ER two hours later. Customer alleged that the control iq software did not suspend insulin as intended. Tandem technical support reviewed pump data and was determined the control iq software suspended insulin as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.